Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced tremendous halos and glare. The patient is dissatisfied with overall blurriness and quality of vision at both near and distance. The patient was willing to wear glasses to correct the vision but they did not improve symptoms. The patient had a yag capsulotomy by another doctor and will follow up with a retina specialist who will perform a lens explantation and sutured iol if agreed upon. Additional information received states the iol was exchanged. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.